Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl. The patient required treatment from emergency medical services. The reporter stated that the patient had been using expired cartridges, causing the elevated blood glucose levels. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error.